Event description:
The customer reported high blood glucose. Customer stated that she primed her insulin pump and does not recall if she press esc to get to the fixed prime and had high blood glucose. Customer disconnected and rewinded the insulin pump. Customer wanted to know if that was the cause of high blood glucose. Advised the customer in order to get out of manual prime she would need to press esc to get to the next screen. Customer declined to troubleshoot due she was at work. She stated will give herself insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).